Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was in the hospital for pericarditis. A strip was viewed that showed two beats with atrial loss of capture on the right atrial (ra) lead, but no ventricular event afterwards. The patient's heart rate went down to the 40's, then the implantable pulse generator (ipg) started to capture in the atrium again. Reprogramming was performed on the ra lead and device. Both the leads and the device remain in use. No patient complications have been reported as a result of this event.